Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented three months post implant with several episodes t wave oversensing resulting in inappropriate shocks. Reprogramming to different sensing vectors and utilization of the sensing filtering algorithm did not decrease the oversensing and further inappropriate shocks occurred. Review of electrograms showed decreased r-wave amplitudes from 9 millivolts (mv) to 7 mv along with t wave oversensing. Chest radiograph demonstrated appropriate subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode positions. It was noted that the electrode was implanted with a two incision technique. Further imaging revealed a sparse amount of ventricular myocardium within the sensing vector with the electrode in the left parasternal position. Due to the patient's small stature the decision was made to not reposition the s-ICD more posteriorly. Subsequently a revision procedure was performed where the electrode was repositioned under the sternumin the appropriate space. Following the procedure the r-wave amplitude in the secondary sensing vector increased from 7 mv in the subcutaneous 10 mv and the r to t ration improved significantly with no evidence of t-wave oversensing. The s-ICD and electrode remain in service and no additional adverse patient effects were reported. Patient and device data remain unavailable.